Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: imd49jb53 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that there was warning triggered. Device checked confirmed noise on the lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.